Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Troubleshooting for motor error was performed. The customer¿s blood glucose level was 77mg/dl at the time of the incident. It was reported that the drive support cap appeared normal. It was also reported that the insulin pump was not exposed to high magnetic fields. It was stated that the customer was not able to exit the rewind screen. It was also stated that a replacement will be sent. The insulin pump will be returned for analysis.